Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to exhibit a drilled through condition. Contamination inside the cap and burnt on detritus were also observed. The fiber cap condition would prevent proper fiber function; likely resulting ina diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/ procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 112,276 joules of use. The case was completed using a second fiber. Patient outcome: "no patient injury."